Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous, proximal left circumflex artery. The 2.5 x 16mm promus element stent delivery system (sds) was selected for use but was unable to cross the target lesion. When the sds was removed from the patient, it was discovered that the stent edge had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by mfg: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).